Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a facility representative via (B)(4) that (qty. 2) of an ar-6480 dw arthroscopy pumps experienced malfunctions. Sn: (B)(6) displayed a fault code 12 for a pressure fault and sn: (B)(6) run button did not work. This was discovered during the case with no patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is wear and tear of the device, as it was manufactured in 2017. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.